Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2022 the patient reported that their blood glucose measured 63 mg/dl on the freestyle blood glucose meter at 7:42pm on (B)(6) 2022. The patient ate food in an attempt to self-treat. At 9:30pm the patient took their normal dose of metformin. The patient awoke at 2:00am on (B)(6) 2022 with symptoms of arm pain, nausea, and shortness of breath. Their blood glucose measured 181 mg/dl. The patient called an ambulance and their blood glucose measured 260 mg/dl at about 2:05am with the ambulance meter. The patient was taken to the hospital by ambulance and their blood glucose measured 240 mg/dl at about 2:15am with the hospital meter. The patient was treated with an IV of unknown content and was kept under observation for 3 hours. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).